Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg test system (hcg) on a cobas e 411 immunoassay analyzer. The initial result was 184.4 miu/ml with a data flag. This result was reported outside of the laboratory. On (B)(6) 2019 a second sample was obtained and the initial result was > 10000 miu/ml with a data flag. The sample was repeated by a 1:10 dilution with a result of 21411 miu/ml with a data flag. The original sample was repeated on (B)(6) 2019 and the result was > 10000 miu/ml with a data flag. There was no allegation that an adverse event occurred. The hcg reagent lot number was 31981402 with an expiration date of 31-jul-2019. Calibration signals were slightly lower than the mean. Qc was acceptable. The customer used 13 mm sample tubes with no rack adapters. No issues were identified during a review of the alarm trace. Instrument performance test data was acceptable. For 13 mm sample tubes, rack adapters must be used. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.